Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0fw1q, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare professional (hcp) didn't do as clean of a job with the lead during surgery as patient had a bulge where the lead was sticking out of the spine. Patient mentioned it was fine but sometimes, other hcps asked about the bulge and mistake it for a cyst. More information was received on 2018-mar-06 with patient reporting that when they called on (B)(6) 2018, they called only to inquire whether there were any updates to the leads being MRI compatible. Patient stated that they have needed mris in the past and had been unable to get them. Patient was considering a spinal stimulator for their pain which was proposed to them by their medical doctor, and that device was MRI compatible. Patient stated that the "tiny bulge" came up during the conversation and stated that it became apparent when the swelling went down after the surgery to replace the battery and the leads were not usable. Patient further mentioned they were fully awake for the procedure but that the doctor was not aware of this minute protrusion. Patient stated that this was not a problem and was just noted by their dermatologist who commented on it years ago. Patient wanted all reference to this "tiny bulge" to be disregarded. No further complications were reported.